Event description:
According to the reporter: product seal came off of the product and fell into the pt. A device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).